Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Document review: versafitcup dm acetabular hc pe liner 52, code 01.26.2852mhc - lot 134243 (B)(4): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. Mectacer biolox delta ceramic ball head 28 m, code 01.29.202 -lot 135109 (B)(4): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The(B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related.